Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and x ray confirmed dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the lv. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.